Manufacturer narrative:
The following products were used in the surgery: -product ID: 873-004, UDI- (B)(4), 510k: exempt, qty: 1 -product ID: 8730006, lot: ng18h017, UDI- (B)(4), 510k: exempt, qty: 1 -product ID: 873-136, UDI- (B)(4), 510k: k003928, qty: 1 -product ID: 873-005, UDI- (B)(4), 510k: exempt, qty: 1 although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon requested a cannulated screw set for an odontoid fracture repair on a patient. In previous conversations, the surgeon reported that he knew this was an off-label use of this screw. According to surgeon he was the first person in the state to put this screw in and insert cement through the cannula. Intra-op, the surgeon used a drill guide to place a guidewire in the bone. After the guidewire was properly placed, he used a (disposable) drill bit that he placed over the guidewire and through the drill guide. As he was removing the drill bit, the guidewire came out of the hole he had made to fixate the odontoid. After the guidewire was removed, the surgeon stated that he did not want to start over with the drill guide and decided to instead put the guidewire back into the hole by ¿feel¿. He did not take x-ray images while he was doing this. When he finally took an x-ray, the x-ray image appeared to show that the guidewire was well into the brain and not close to the hole he was working in prior to starting his hole. The surgeon then placed a screw to fixate the odontoid by hand. At that point, anesthesia was having issues with a reported sudden elevated blood pressure and they decided to get the patient out of the or as quickly as they could. On the morning of (B)(6) 2019 the rep was made aware that the patient had died hours after the surgery with a reported cause of death a subarachnoid hemorrhage. The screw was left in the patient. No device malfunction was reported.